Manufacturer narrative:
Batch review performed on 09 june 2025. Lot 2417919: (B)(4) items manufactured and released on 22-apr-2022. Expiration date: 2027-03-31. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. There is no indication that any potential issue with the device may have caused or contributed to the event, and the device history record review does not indicate any potential manufacturing related issue.

Event description:
Revision due to instability and the cause of the instability is unknown. At about 8 days post primary the surgeon revised the liner, implanting a thicker one and the surgery was completed successfully.